Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed several small kinks were noted along the length of the shaft of the device. The balloon was folded but not wrapped fully around the shaft of the device. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon when a leak was noted. Visual and microscopic examination of the balloon observed a pinhole leak was noted in the balloon material approximately 12mm proximal to the proximal edge of the distal markerband. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the brachial artery. The 90% stenosed denovo lesion was located in the moderately tortuous and moderately calcified right iliac artery (ria). A 5.0-40 wanda balloon catheter was advanced for pre dilation. First inflation was to 8atms. During the second inflation a balloon rupture occurred at 12 atms. The wanda balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the brachial artery. The 90% stenosed denovo lesion was located in the moderately tortuous and moderately calcified right iliac artery (ria). A 5.0-40 wanda balloon catheter was advanced for pre dilation. First inflation was to 8atms. During the second inflation a balloon rupture occurred at 12 atms. The wanda balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.